Event description:
Healthcare provider reported, a right side deflation. Additionally, healthcare provider reported, device had a slow leak. And the doctor felt, that it could be a value issue. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed, as surgical damage. Valve leak and/or damage: not observed. Additional observations: creases are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported a right side deflation. Additionally healthcare provider reported device had a slow leak and the doctor felt that it could be a value issue. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak.